Manufacturer narrative:
The previously reported model and serial number for this device were incorrectly reported. The device identifying information is: model no.: unknown, serial no.: unknown.

Event description:
It was reported to clinical affairs from surgeon that an edwards aortic bioprosthetic valve has been diagnosed with stenosis after an implant duration of approximately 13 years. The patient received a transcatheter aortic valve replacement (tavr) within the existing valve in valve-in-valve fashion. Patient is reported as stable post procedure.

Manufacturer narrative:
Report of edwards aortic bioprosthetic valve stenosis; patient was treated via transcatheter heart valve replacement (tavr) and is reported in stable condition. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.